Manufacturer narrative:
Concomitant medical product(s): product ID: 3889-28, lot# va0cvdw, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. (B)(4), ubd 2017-10-02. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: patient reports the last device was removed (B)(6) 2016 as they could see the lead through the skin. No further complications were reported or are anticipated.

Event description:
Additional information indicated the patient needed MRI for pelvic and lower back. Patient stated the device did not work properly or may have been defected. They received very little pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient¿s device was explanted because it was not effective. As to the cause of the issue, the device was functional but the patient felt it was not beneficial. The patient also had generalized chronic pain. Regarding the cause of the patient seeing the lead through the skin, the patient was described as thin. It was noted that the device and lead were palpable as the patient was thin but had not ¿extruded¿. The hcp had not seen the patient since (B)(6) 2016 when they were healing well after the explant. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0cvdw, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their lead and implantable neurostimulator (ins) were removed on (B)(6) 2016 due to needing a MRI. The patient mentioned that the MRI could be related because they had been in a lot of pain, and the device had not been working for 2.5 years. They kept going to the healthcare provider to get it reprogrammed, but it was not working. It was mentioned that this was the patient's second whole unit put in. The patient was implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.